Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. Tricuspid valve insufficiency/regurgitation appears to be due to slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. One triclip was implanted on mid anterior and septal leaflet (a/s) postion, and the tr was reduced to grade 2+. On (B)(6) 2024, a follow-up echocardiogram displayed a single leaflet device attachment (slda) and recurrent grade 5+ tr. The anterior leaflet was detached from the clip. A second clip intervention was performed. An xtw was implanted on commissural as position. The tr was reduced to grade 3+. There were no adverse patient sequelae.